Event description:
It was reported that during the implant procedure, due to patient anatomy, the lead dislodged while the sheath was slitting. The physician used a new sheath and the lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.